Event description:
It was reported that during an unknown procedure, the staples were not shot and in another case the device did not cut. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were the two devices used in the same procedure? Please try to provide as much details as possible. The two devices were used in the same procedure. "The staples were not shot" did this device cut? "And in the other case the device did not cut", were there staples formed? If yes, describe shape. The two devices were used in the same procedure. The only information I have is that they try to use the first one, and it didn't go. The second one formed the staple, but didn't cut.